Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, it was noted that after the right atrial lead was positioned at the appendage, it was noted that sensing was poor. The physician tried to reposition the lead multiple times, but the helix did not rotate out. The lead was not used. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the product was reanalyzed in the field and no malfunction was noted.